Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings such as "302, 358, and 366 mg/dl" over a course of two weeks before bedtime. This medical affairs specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 8 times per day and controls her diabetes with nph and r. The patient takes the r insulin based on the sliding scale per the lfs meter reading. The patient's insulin sliding scale is based on a whole blood calibrated onetouch basic meter. During the callback, the patient stated that she was not aware of the difference between a whole blood calibrated meter vs. A plasma calibrated meter. The inaccurate high issue began on 04/04/2009. During the next 14 days, the patient obtained elevated readings in the "300 mg/dl" range before bedtime. Reportedly, the patient took insulin based on the sliding scale per the lfs meter reading at the time of concern and did not consume any beverages or food. The patient indicated that she does not usually eat or drink anything with her bedtime insulin when her blood glucose is elevated. The patient reported blood glucose results of "302,358, and 366 mg/dl" with a lifescan meter and "207 mg/dl" on a onetouch basic meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. During the two weeks after the reported issue began, the patient took 4 units of r insulin per the lfs meter readings before bedtime and allegedly experienced hypoglycemic symptoms such as "rigamortis, not being able to move limbs, and being incoherent" in the morning. After the patient was promptly treated with orange juice, the patient tested her blood glucose on the subject meter at "58 mg/dl." The patient's insulin regimen has not been changed for the last 20 years. The patient's blood glucose reading usually averages at "247 mg/dl" on the onetouch basic meter before bedtime. The patient reported that she has never experience so many consecutive hypoglycemic episodes before during her 20 years of being diabetic and suggested that the aforementioned lfs meter readings could have been a contributing factor. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed that she had several hypoglycemic episodes after she took insulin per the lfs meter readings the night before. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.